Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2017 with the following findings: investigation revealed two battery compartment cracks. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks. This report is made based on results of the investigation performed on (B)(6) 2017.